Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the 8mm monopolar curved scissors instrument did not open. After removal the cord wire was seen broken. The procedure was completing as planned with no reported injury.